Manufacturer narrative:
Findings: broken off/missing retainer ring noted. Missing display window cover, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, scratches on keypad overlay texture, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 10.7mmol/l. Customer's father reported that plastic ring had fallen of the battery compartment. Customer's father explained that this was a second time the plastic ring had fallen off. Customer agreed to replace the insulin pump.